Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 600 mg/dl; cause was not known. Boluses via pump were delivered and water was consumed to lower bg to target level. As the event occurred in the past, tandem technical support, recommendation was made for the customer to discuss the event with a healthcare provider.